Manufacturer narrative:
A review of tickets for lot 88046m800 was performed and did not identify an increase in complaints or any trends that indicate a product issue related to patient results. Historical performance of lot 88046m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 88046m800. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot 88046m800. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported false positive architect ca19-9 results on one patient. The results provided were: on (B)(6) 2019, sid (B)(6) = 46.54u/ml / sid (B)(6) = 5.75 / 4.98; re-collected = 6.03u/ml. There was no reported impact to patient management. There is no information regarding the patient's diagnosis.